Event description:
Vent went inop while on pt. No pt harm was indicated. Unit was running on external battery for 9 hrs then it tried to go to internal battery but battery was depleted and unit cycled on and off a number of times. After initial investigation health facility stated unit had blown fuse, so it would not run on external voltage source. The event occurred in a nursing home.